Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that during a hip case the reamer checkpoint was hard to pass and after they passed the reamer was auto-aligning lower than the plan and pushing against the bone. Mps reregistered the robot multiple times and when the auto-align issues came up she checked the bone registration and the vizadiscs. Unable to proceed robotically.

Manufacturer narrative:
An event regarding registration fails involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: mps reregistered the robot multiple times and when the auto-align issues came up she checked the bone registration and the vizadiscs. Unable to proceed robotically. Work performed: detailed maintenance inspection performed. Identified errors in log files. Verified robot calibration and visually inspected robotic arm for general condition. Could not duplicate issues. All checks and validation testing passed. No adjustments made since pm week prior. Verified camera lenses were clean, cam mount secure, end effectors securely mount to robotic arm without issue. Fisso articulating arm tightens properly, ball ends do not have any play, robot does not wiggle when lowered. Vizadiscs do not spin. Software reloaded during last service visit all associated checks and validation testing passed, no defects noted, system is ready for clinical use. Note: issue may be caused during setup and registration. When error 3 occurs, restart arm software. Robot should be restarted between cases. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1825 was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.